Event description:
As reported, the physician had a difficult time advancing the 26mm delivery system thru the esheath to start to deliver the valve. They first went in with a 14fr esheath and 26mm nominal prepped valve. The team couldn't advance the first 26mm delivery system thru external iliac. They removed the delivery system and the first valve and prepped a new second 26mm delivery system and 26mm valve with a 14fr esheath. Again, they couldn't advance the 26mm delivery system to the external iliacs. They removed the second 26mm delivery system and valve. The team then used a 16fr esheath and a third 26mm commander delivery system and 26mm s3u valve. They were able to advance the third valve successfully without any issues. The devices were returned, and the inflation balloon was separated at ic bond and stuck within esheath hub. Follow up with the fcs, it was reported that "it separated when the physician tried to remove it". Further clarification indicated the sheath was still in the patient when the physician tried to remove the valve on the delivery system through the sheath.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
On 10/17/2023, additional evaluation found the code for system component separation was needed. H6 impact code and device codes were updated to reflect the code. Final evaluation of the device was completed on 10/19/2023. The device was returned to edwards lifesciences for evaluation. The device was visually examined. The distal end of the balloon was separated at the ic bond and stuck within the hub of the esheath plus. Flex tip gouges were observed. The sheath hub was disassembled to remove the distal inflation balloon and valve. The valve was crimped on the inflation balloon, and no abnormalities were observed on the crimped valve. Due to the nature of the complaint, no applicable functional testing was able to be performed. The reported events were confirmed through visual examination. Dimensional testing was performed. Double-wall thickness measurements of the crimp balloon were taken, as an out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. No procedural imagery was returned. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review was not required. A complaint history review on confirmed device complaints from august 2022 to july 2023 for the edwards commander delivery system (all models and sizes) was performed with the related codes. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, procedural factors (excessive manipulation), was potentially applicable to the complaint event. The commander with s3/s3u/s3ur IFU, as well as the commander with s3u and esheath+ device procedural manual were reviewed. It is noted to withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events of balloon tear and device separation were confirmed by evaluation of the returned device. A review of the lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the physician had a difficult time advancing the 26mm delivery system thru the esheath to start to deliver the valve'' the team couldn't advance the first 26mm delivery system thru external iliac. They removed the delivery system and the first valve''. Additional information received states, ''the inflation balloon was separated at ic bond and stuck within esheath hub. Follow up with the fcs, it was reported that ''it separated when the physician tried to remove it''. Further clarification indicated the sheath was still in the patient when the physician tried to remove the valve on the delivery system through the sheath''. Per the event description and evaluation of the returned device, the distal balloon components must have torn and separated during retrieval of the delivery catheter. Evaluation of the returned device revealed a torn I/c bond. In this case, it is possible that the user applied excessive manipulation to remove the delivery system through the sheath, which could have subsequently resulted in the tear of the inflation/crimp balloon bond. In addition, the training manual instructs to remove the ''valve and sheath together as single unit and replace.'' In this case, the returned device revealed that the user attempted to remove the crimped valve through the sheath, causing it to get stuck within the hemostatic valves in the sheath hub. The ic bond likely sustained damage during the improper withdrawal technique, causing the distal end of the delivery system to break off. As such, available information suggests that user error (improper withdrawal technique) and/or procedural factors (excessive manipulation) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.